Manufacturer narrative:
Additional information: b5- "lens was exchanged on (B)(6) 2020 for a shorter length lens. This exchange resolved the problem." H3- device evaluation: lens was returned dry with clear surgical residue/debris in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. H6- patient code 3191: secondary surgical intervention: lens exchange. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -9.0/+4.5/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown.